Event description:
A discordant high advia chemistry 1800 calcium result was obtained on one patient. The initial result was not reported to the physician. The sample was retested by the laboratory on an alternate instrument and that result was reported. There is no report of adverse health consequences or patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and performed a total service call. The fse also checked the mixer 1 alignment, performed a functional system check and ran calibration and controls. The cause of the discordant calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.